Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, checked system and noted the monitor flickered on and off when adjusting the monitor cable. A site biomed representative opted to replace the monitor cable without medtronic involvement. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a navigation system monitor that turned black while the site was deleting patient exams off the system. In trouble-shooting the medtronic representative re-seated the vga cable, power cable and monitor setting with no resolution. Video was restored, intermittently, when the monitor to cpu cable connection was re-seated. There was no patient present when this issue was identified.